Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector assembly. Analysis also noted that the upper case was broken, the display wires were pinched with compromised insulation, the main printed circuit board (pcb) was out of electrical specification, and the main world label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.